Event description:
It was reported that bd alaris smartsite extension set. The following information was received by the initial. It was reported by a customer that the fluid gets occluded in the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.